Event description:
It was reported that the wireless recharger was unresponsive and the battery indicator lights were scrolling up and down continuously, and it was not taking a charge when docked. As a result, the patient was unable to charge their implanted neurostimulator. During the call, agent had the caller check the dock connection and they confirmed the power indicator led on the back of the dock was solid green. Agent had the patient reset the wr, but the issue persisted. An email was sent to the repair department to request a replacement wr.

Manufacturer narrative:
Analysis of wr9200 (B)(6) recharger found led's scroll continuously device is unresponsive. Flash sector read/write protection bits have become set. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.